Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a bolt cutter with a broken tip was found in spd. There was no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: . Device history review part number: 388.720. Lot number: t970320. Manufacture site: tuttlingen. Release to warehouse date: 04-nov-2011. A review of the device history records was performed for the finished device lot number and a (B)(4) was started because a wrong material (1.4718) was specified on the drawing. The material castowig 45401 was added to the synthes standard material list per dco# (B)(4). Therefore, the products were used as is. The material has no relevance on the cutting properties of the bolt cutter. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The nc have no impact to the complaint condition. The final quality release criteria were met before this batch was released for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.